Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 9 failed and required maintenance. The field service engineer (fse) powering off the device, the fse had replaced the latch and latch sensor, but the station had not powered on until drawer 9 was unplugged. The legacy full-height drawer needed replacement, so the fse removed the old drawer, installed a new one, and restarted the station. Upon attempting to configure the enhanced system (es) drawer using the peripheral component interconnect (pci) file, the execution failed. After unsuccessful assistance from another engineer, the technical support specialist (tss) was contacted for further troubleshooting. The pci file had eventually downloaded successfully, and the tss had remotely assisted with the drawer replacement configuration. The drawer had been detected, confirming proper functionality. The system functioned as intended after the field service engineer and technical support specialist resolved the device issues.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000 integrated main drawer 9 failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.